Event description:
In 2007, the pt had bilateral siltex gel-filled mammary prosthesis implanted during a revision augmentation procedure. Subsequently, the patient was newly diagnosed with rheumatoid arthritis. The devices remain implanted.